Manufacturer narrative:
The insulin pump was received compromised force sensor system alarms during the prime test at 4.0lbs due to faulty force sensor resistor. The insulin pump had cracked case all corners of display window, broken reservoir tube lip, scratched on display window and cracked belt clip slot noted during testing.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 195 mg/dl at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The customer mentioned that there was a crack in the reservoir compartment. The customer stated that the insulin pump was dropped in the past. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.